Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, the surgeon was placing an unknown va olecranon plate on patient. While drilling, a piece (the tip) of the 2.0mm drill bit with depth mark/qc/140mm broke off into the patient. The tip of the drill bit was retained in the patient's bone. The drill had made contact with other unknown screws that had been placed in bone. Xrays, examination of the drill bit, got a new drill to continue the case . There was a surgical delay of 5 minutes. The procedure was successfully completed. Fragments were generated but those were not removed from the patient's bone. There was a patient consequence as the drill fragment retained in the bone. This complaint involves one (1) device 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.